Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was not confirmed during archive data review or functional testing. During investigation, a load cell characterization test was performed and confirmed both load cell modules were functioning within the specification. The reported complaint that the "shaft locking collar seemed to be sticky and hard to reset" was confirmed during functional testing. The white belt clip retainer disc (collar) was worn and deformed, likely caused by excessive heat possibly due to friction. The belt clip retainer needed to be replaced to resolve the problem. The archive data showed multiple user advisory (ua) 12 (lifeband not present) occurred on the customer's reported event date, and it was replicated during functional testing upon powering up the platform. The zoll service technician was unable to insert the lifeband belt clip into the platform's driveshaft. This caused the ua12 advisory message upon powering up the platform. It is likely that the customer incorrectly remembered the specific advisory code which was displayed on the platform lcd. During the investigation, it was found that the shaft plunger had become broken and deformed possibly as a result of usage or excessive heat, causing the switch lever to shift to a non-parallel position. The noted damage is likely due to rough mishandling of the platform. The plunger was last replaced in october 2020 during service at zoll. The damaged shaft plunger was replaced to remedy the ua12 advisory message. Further functional testing revealed that the platform status leds did not light up upon powering up, unrelated to the reported complaints. Troubleshooting the issue determined that the user interface (ui) membrane was defective. The ui membrane switch assembly was replaced to remedy the fault. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. Following service, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
When the autopulse platform (s/n (B)(4) was tested with a manikin, it displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). Troubleshooting was performed, but the advisory message persisted. Also, the customer stated that the "shaft locking collar" seemed to be sticky and hard to reset. No patient involvement.